Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular (rv) lead exhibited low pacing impedance measurements less than 200 ohms and noise and oversensing on the rv channel. There had been no sudden changes in the impedance measurements, however, inappropriate non-sustained events had been stored due to the noise on the rv channel. Subsequently, the physician elected to turn off the tachy therapies. At this time, the system remains in service. No adverse patient effects were reported.